Event description:
The patient underwent a balloon ablation procedure. The physician reported that the balloon kept migrating toward the corneal area. Subsequently, the patient experienced post tubal sterilization syndrome and swelling of the fallopian tube.